Event description:
The customer reported that the analyzer produced high potassium results on one pt sample (true value 3.3 mmol/l; original values obtained 7.6 and 7.9 mmol/l). There was no pt harm as a result of this occurrence.